Event description:
Event description guidant received information that this implantable transvenous defibrillation lead was explanted after it was found to have an insulation compromise on the rate/sense portion of lead causing multiple episodes. It is reported there were a few inappropriate shocks delivered in response to the noise. There is no report of pacing inhibition and no allegation against the implantable cardioverter defibrillator (ICD) that was electively explanted.